Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), communication could not be established between the emitter and interface box. It was reported that restarting the navigation system did not resolve the reported issue. Once the emitter details were checked, it was reported that the emitter was not operating. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of two hours due to this issue. There was no impact on patient outcome. No additional information was provided.